Event description:
As stated by the customer (B)(6) 2012: rhapsody, complaint of tub unstable when full. Found loose leg mounting bolt. Remove and reinstall with loctite, check other mounting bolts. Test with full of water, ok.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s inestigation.